Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the board would not stay on battery power due to an open resistors, r122 and r159. This defect can be caused by oxidation of the nichrome resistive element beneath the resistor's thin film coating and is sometimes visible under magnification. These open resistors are involved in the battery/back-up circuitry. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4). Per manufacturer's subsidiary, the unit switches off immediately when unplugged. The battery color when the event occurred and the power light emitting diode (led) on the front panel was green. This was not a back up unit and was actively used by the facility. There was no warning tone heard before the system shut down. The customer fully discharges and charges the battery at least once every month. They maintain charge in batteries by running it on wall power during surgeries.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the advanced perfusion system 1 (aps1) was not switching over to battery when there was a loss of power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.